Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon applied another instrument to complete the procedure. No pt injury reported.